Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 18 unopened and 1 open racepack. There are no previous complaints of this code/batch. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 18 closed samples and one open and unused sample with the needle connected to the thread. We have tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.